Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal patient experienced on (B)(6) 2015. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom technical support advised patient's mother to reset the device and it was unsuccessful.

Manufacturer narrative:
(B)(4). The complaint device was not returned. However, the transmitter ((B)(4)) was received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint receiver device was not returned to dexcom. The transmitter device (9438-01/(B)(4)), used with the complaint receiver device, was returned on (B)(4) 2015. The returned complaint transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed, confirming the reported event of a permanent out of range signal. The root cause was determined to be a defective transmitter.